Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 0.9 mmol/l and 7.3 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Customer was unable to provide the lot number of the test strips. Requested return of suspect device.